Event description:
It was reported that the customer went to the emergency room (ER) due to an undefined low blood glucose (bg) level. While in the ER, the customer was treated with glucose. The customer was released from the ER after 3 hours with no permanent damage. The cause for the reported issue is unknown. The customer reverted to an alternate method of insulin therapy.